Event description:
The customer called and reported the reservoir was leaking during priming and insulin was coming out of the connector cap. Customer's blood glucose was 397 mg/dl. The customer also stated there was an issue with her reservoirs where they would not fill all the way and it felt like there was a vacuum in the reservoir and the plunger would not go through. Customer stated she was priming the pump and received a no delivery alarm. The problem was fixed after she disconnected and reconnected the infusion set and reservoir. The customer was advised the reservoir would be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.